Event description:
It was reported that during a consignment inspection the device was found dull. After visual inspection of the returned device it was confirmed that the device is broken and damaged.